Event description:
The rod bender (p/n 2231020, lot# h1011) is an instrument within the agoge pedicle screw system. At the time of surgery, the surgeon attempted to bend a rod utilizing said rod bender and was not successful. The rod bender was returned to the MFR on (B)(4) 2012. An eval was performed on (B)(4) 2012, utilizing the rod bender in question, a rod bender from the same lot (h1011), and three (3) 5.5mm straight rods (p/n sr5.5-100 lot # 10290). Engineering test report (B)(4) captured the results of this eval. Both rod benders were able to bend all three (3) rods under varying dial settings. Ultimately, the incident reported could not be recreated. The instrument functioned as intended.